Event description:
On (B)(6) 2013, the patient contacted fresenius medical care (fmc) stating that he was in a large amount of pain and that there appeared to be fibrin in the line. He was unable to contact his nurse. The patient was transferred to fmc's on-call nurse for further assistance and advice regarding the pain. No information has been provided regarding the information provided to the patient by the on-call nurse. Follow-up on (B)(6) 2013 with the peritoneal dialysis registered nurse (pdrn) at fms greenwood indicated that the patient had developed peritonitis. The patient was given gentamycin antibiotics on (B)(6) 2013 after going into the clinic. The pdrn stated that the patient's effluent was cloudy. The patient's white blood cell (wbc) count was greater than 75,000 (unknown units) and the organism that caused the peritonitis was determined to be an airborne organism. The patient visited the clinic weekly following the reported event and was determined to be fine as of (B)(6) 2013. The pdrn stated that the cassette for the cycler seemed to be intact and no leaking was detected. All the time of treatment (on (B)(6) 2013) the patient was using 2.5% delflex solution. Medical records were requested on (B)(6) 2013 and received on (B)(6) 2013. The medical records, as of (B)(6) 2013, stated that the patient has a history of end stage renal disease (esrd), hypertension, diabetes and colon cancer that was being treated by chemotherapy (unknown doses/dates of treatment). On the same visit, the physician noted slight swelling of the extremities. As of (B)(6) 2013, the patient was prescribed continuous cycling peritoneal dialysis (ccpd) with seven fills at 3,000ml each over a sleep time of 10:35 (hh:mm). The total volume was 21,000ml with a last fill volume of 3,000ml and a dwell time for each fill of 01:20 (hh:mm). Fill times were indicated to last fifteen minutes and drain times were indicated to last thirty minutes. Over the previous months, dating back to (B)(6) 2013, the patient's prescription had increased from five fills to seven with a total volume of 12,9000ml and a increased last fill of 500ml. Treatment sheets from (B)(6) 2013 through (B)(6) 2013, showed no signs of drain or fill complications very few alarms during treatment.

Manufacturer narrative:
This report is part of a system level investigation. Investigation of the reported product in relation to the reported event is ongoing. A supplemental report will be submitted as new information becomes available. This medwatch report is associated with MDR # 2937457-2013-00330, 1713747-2013-99967.